Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the electric dermatome power cord was widely broken and the metal wires could be seen. There was no harm or delay reported. The event timing was outside of surgery. No adverse events were reported as a result of this malfunction